Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation as customer is satisfied with the meter. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer called to report past adverse event while using the meter. Customer did not have products with him at time of call ((B)(6) 2019) and could not provide serial number or test strip lot number information. At the time of the call the customer felt well and did not report any symptoms. On (B)(6) 2019 customer had tested with the meter and obtained a result in the 240s mg/dl and the result at the hospital was 260 mg/dl. Customer had felt symptoms of frequent urination, frequent thirst and feeling tired and had gone to the hospital. Customer's blood glucose test result when at the hospital was in the 260s mg/dl and the diagnosis was hyperglycemia and customer was given oral medications. Customer left the hospital the same day and his medication was increased to twice a day. Customer tested using his meter on the morning of call and had obtained a result of 113 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 115 mg/dl fasting. Customer is satisfied with the meter.